Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left circumflex artery. A 3.0x20mm non bsc balloon catheter used for predilation of the lesion and a 3.00x38mm promus premier¿ stent was advanced but was unable to cross the lesion. It was then noted that there was a dissection on the vessel. Another guide wire and balloon catheter were also unable to cross the lesion. The patient received contrast radiation.